Event description:
Temporary pacer was off. Patient became gray and short of breath after walk. It is possible the patient may have turned the device off. The pacer was functioning prior to the patient's walk. Rhythm changes could not be captured on the monitor as the manufacturer was working on the system. Since this incident the facility has purchased plastic safety covers to prevent buttons from being pushed inadvertently.